Manufacturer narrative:
(B)(4).

Event description:
The customer reported that small piece of plastic underneath one of the clips prevented the inner cannula from being secured properly. There was no patient involvement.